Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h2, h3, h6, and h11. Complaint conclusion: as reported, the tension indicator line of a 5f mynx control vascular closure device (vcd) was already aligned with the outside lines as the physician was pulling back. The physician could not get it to move and even though everything was lined up correctly, button one would not press. The device was never deployed and removed. Manual pressure was used. There was no reported patient injury. The device was prepped according to the instructions for use (IFU). The balloon was checked. The device was inserted into a 5f non-cordis sheath. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity and no presence of peripheral vascular disease (pvd) / calcium in the vicinity of the puncture site. There were no kinks in the sheath or device after removal. A non-sterile ¿mynx control vcd, 5f¿ was returned for investigation. Per visual analysis, the unit was thoroughly inspected observing that button #1 was partially depressed, and as a consequence of the button # 1 condition, the tension indicator was also partially aligned. Button #2 was not depressed. The sealant was partially deployed. The catheter was properly inserted into an unknown non-cordis catheter sheath introducer (csi) locked on to the sheath catch with a curved condition. The syringe was connected to the luer hub. The stopcock was set in the open position, and the balloon was not inflated. The atraumatic tip did not present any damages or anomalies. No other outstanding details were noticed. Per dimensional analysis, the catheter working length was measured, and the dimensional analysis result was found within specification. Per functional analysis, a simulated deployment test was performed on the returned device per the mynx control instructions for use (IFU). Button # 1 and the sealant were set back to their manufactured positions. The tension indicator was re-aligned manually to the manufactured position in order to evaluate the issue reported. Buttons 1 and 2 were able to be depressed to deploy the sealant and withdraw the balloon with no resistance felt. No issues were noted with respect to both buttons 1 and 2 deployment during the device failure investigation. The returned device performed as intended per the mynx control IFU. Per microscopic analysis, the cartridge assembly was inspected with a vision system to obtain a magnified image, observing that the sealant was partially deployed as a result of button 1 being partially depressed. The reported events of ¿tension indicator-incorrect indication¿ and ¿button #1-frozen/locked¿ were not confirmed through analysis of the returned device since it passed functional analysis. The exact cause of the issues experienced by the customer could not be conclusively determined during analysis. Based on the information available for review, it is difficult to determine what factors may have contributed to the tension indicator issue and the difficulty depressing button 1 since it passed functional analysis once the components were reset. However, concomitant device factors (csi had a curved condition), and/or procedural/handing of the device are possible. According to the IFU, which is not intended to as a mitigation, the IFU instructs to ¿grasp the device handle and align the device with the tissue tract. Pull gently to retract the device until the black line in the tension indicator window aligns with the markers on the side, indicating the balloon is abutting the arteriotomy with the correct amount of tension. While maintaining tension press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window.¿ it should be noted that if the tension applied to the catheter for the tension indicator alignment is not maintained while depressing button #1, this could cause issues depressing the button. The IFU also warns, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ neither the product analysis, nor the information available for review suggest that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the tension indicator line of a 5f mynx control vascular closure device (vcd) was already aligned with the outside lines as the physician was pulling back. The physician could not get it to move and even though everything was lined up correctly, button one would not press. The device was never deployed and removed. Manual pressure was used. There was no reported patient injury. The device was prepped according to the instructions for use (IFU). The balloon was checked. The device was inserted into a 5f non cordis sheath. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity and no presence of pvd / calcium in the vicinity of the puncture site. There were no kinks in the sheath or device after removal. The device will be returned for evaluation.